Event description:
It was reported via the russian health authority that a patient was hospitalized due to construct instability approximately 25 months after implantation and imaging revealed the fracture of two xia rods at the base of the construct. The patient has been revised. This report captures the first of two rods.

Manufacturer narrative:
H3 other text : no product returned.